Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached was displaying "cassette off pump not working".

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in one cassette product from part number 21-7301-24. Sample was received in used conditions, decontaminated and inside in a plastic bag. Visual inspection results: sample received don't present any damaged, kink, cut. Sample was received without blue clip and without cap assembled. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No device problem was found. The cause of the reported problem could not be determined.